Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. There is no water used in the bd plymouth urine cup manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine collection cup had containing liquid inside. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "I inform you that today an envelope was found containing 100 sterile containers for urine (ref. 364941-lot 2129125-exp. 5/24), containing liquid inside."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup had containing liquid inside. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "I inform you that today an envelope was found containing 100 sterile containers for urine (ref (B)(4)-lot 2129125-exp 5/24), containing liquid inside".